Event description:
As reported, the autopulse platform (sn (B)(4) displayed "reinstall lifeband" on the user control panel during the start. The user was unable to clear the error message after restarting the platform and the lifeband alignment. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.